Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images found that the lower jaw of the device had fractured off. A visual inspection revealed that the distal tip of the device had broken off cleanly. The broken piece was returned in an envelope. There was some wear on the device, but no debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed and the root cause was associated with component failure. Factors that could have contributed to the reported event include more frequent use than anticipated for the device, rough sterilization processes, or inability to withstand excessive forces during use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the arthropierce 35 degree broke during surgery when the soft tissues were sutured in the shoulder. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.